Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no reservoir, empty reservoir alarm, prime/fill anomaly or reservoir get stuck anomaly noted during testing. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump could not prime properly; insulin squirted out of the tubing until the no reservoir alert appeared. The patient's blood glucose at the time of incident was 170 mg/dl. The customer was instructed to attach a new infusion set and reservoir and re-start the priming process, but the inside of the reservoir was stuck inside of the reservoir compartment. The insulin pump was returned for analysis.